Manufacturer narrative:
Reference record (B)(4). Catalog number in report is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Adverse event problem code of 4581 was chosen to capture the event of pneumoperitoneum. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient was admitted to the hospital with pain refractive to analgesia. A CT scan was done showing a significant peritoneum. An exploratory laparoscopic surgery was done which revealed no perforation and the probes in good condition and working. Two stitches were placed on either side of the stoma internally to prevent leakage the external stoma was in perfect condition. By (B)(6) 2023, the patient was stable and pain free.